Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 and g3. (In g2: unmark user facility). Correction to g3 of the initial medwatch. The aware date should be 26/06/2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the area where the foreign material was detected. Additionally, there was no deviation from instruction for use (IFU) in reprocessing steps for the locations where foreign material remained. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "cf-h185l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited white foreign material in the air/water (a/w) nozzle, a/w cylinder, a/w tube, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.